Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 1997 due to unspecified reasons. The lead was electively explanted on (B)(6) 2016 to implant new leads.